Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) prematurely separated from the delivery catheter while trying to go into long tether mode. Inspection of the delivery catheter found the tethers were misaligned in the closed state. The lp was retrieved and successfully implanted using another delivery catheter. The patient was in stable condition before, during, and after.